Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that during explant the device exhibited loss of output after exposure to electrocautery.